Event description:
It was reported that the right ventricular (rv) lead unipolar lead impedances was higher than the bipolar lead impedances, and a lead warning was issued. Thresholds and sensing were stable at the time. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.